Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, menorrhagia, lateral cystocele, and probable adenomyosis and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding and vaginal scarring. It was reported that the patient underwent the additional procedures of excision and revision of vaginal mucosa to cover graft on due to exposure of apical craft causing vaginal spotting ((B)(6) 2006) and excision and revision of polypropylene mesh due to exposed polypropylene mesh at apex of vagina ((B)(6) 2006). (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03046. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, colpopexy vaginal extraperitoneal approach, anterior repair, and cystoscopy. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to recurrent exposed vaginal mesh from anterior mesh.